Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was crack in front of the bevel tip of the model pcb00, tecnis monofocal iol (intraocular lens). The issue occurred during handling and prior to use/insertion. There was no patient involvement reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/29/2019, device returned to manufacturer: yes. Device evaluation: the sample was received at manufacturing site. The plunger component was observed in advanced position. Visual inspection using magnification was performed. The cartridge tip was observed deformed, confirming the reported issue. The lens was observed stuck at the cartridge tube and tip. Part of the lens protrudes through to the cartridge tip/tube creating a crack defect. The reported issue was verified on the return. However, the unit was handled and used. Based on the evidence observed, no product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.